Manufacturer narrative:
Further info will be provided following the conclusion of the MFR's investigation.

Event description:
An arjohuntleigh service tech attended the client's premises to repair an enterprise 8000 bed. After inspection of the bed, he had found that the thread boss inside the casting of the lhs backrest hinge had broken/sheared off, allowing the hinge to separate. This has resulted in the backrest becoming misaligned.